Manufacturer narrative:
(B)(4). Additional concomitant medical products: vngd cr tib brg 16x79/83, 183466, ln unknown; biomet cc I-beam tray 79mm, 141225, ln unknown; kne-vanguard-patellas-unk, pn unk, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-07552, 0001825034-2018-07553, 0001825034-2018-07692. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent underwent quadricepsplasty, multiple z-plasty and lysis of adhesions due to extensive scarring & arthrofibrosis which was approximately 10 years post knee arthroplasty. Attempts to obtain additional information have been made; however, no more is available.